Manufacturer narrative:
(B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that after intubation, the doctor found that the one-way valve at inflation line was missing. The tube was removed and replaced.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed the inflation line is divided in two pieces separating the pilot balloon from the tube, the pilot balloon was observed and it was noticed the pvt valve is broken in the white part and missing part of it, an inflation/deflation test was performed and it was observed the cuff held the air. Additionally the sample was submerged into a container filled with water and no leaks were observed. All manufacturing controls were found acceptable and effective to detect the reported failure mode.